Manufacturer narrative:
(B)(4). Insulin pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test or verify back light anomalies due to frozen display.

Event description:
Customer reported via phone call that the insulin pump had backlight anomaly. Customer's blood glucose level was unknown at the time of the incident. Customer stated that insulin pump was not currently in low battery status. Customer states the backlight was not turning on during easy bolus. The device will be returned for analysis.